Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 300-400 mg/dl and a correction bolus was delivered to address the bg level. The customer stated that they would performed troubleshooting on their own and never find any issue with the pump. The customer alleged there was an underlying issue with the pump that was causing these occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.